Manufacturer narrative:
A complete analysis and testing of the insulin pump showed it was operating within specifications. The device passed all functional testing.

Event description:
The customer reported being in the emergency room with high blood glucose of 225mg/dl because the insulin pump was not functioning properly. The customer experienced sickness, strep throat, vomiting, and diabetes ketoacidosis; the customer was treated with insulin drip, vomiting medication, and heparin for blood clots. Troubleshooting was performed. The time, date, basal rates, and bolus wizard settings were correct. Reviewed the alarm history and found a no delivery alarm, but the customer denied hearing the alarm. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.